Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose (bg) level ranged from 497-498 mg/dl and a small ketone level. The customer became dizzy and fell, cutting the knee. The customer administered a manual insulin injection to address the bg. The customer continued using the pump for insulin therapy.